Manufacturer narrative:
The technician adjusted the caster to repair the bed.

Event description:
Info received indicates the casters continue to rotate, but not roll, after the brake is set and pressure is applied to the bed.